Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective video socket connector locker could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus, and during inspection and evaluation, the defective video socket connector locker was discovered. The customer's reported issue of pip not working was also confirmed, along with the need for housing part replacements, a replacement ex board, and a software upgrade from version 3.01 to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report their pip function was not working on their evis exera iii video system center. The device has since been returned to an olympus service center, and a defective video socket connector was discovered during preliminary inspection and evaluation. This MDR is being submitted to report the defective video socket connector.